Manufacturer narrative:
The actual device has been returned to the manufacturer facility for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot number combination was conducted with no relevant findings. A search of the complaint file found one other report with the involved product code/lot number combination. See MDR 3013394970-2017-00020 for the second device reported. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. Investigation currently on-going.

Event description:
The user facility reported that the suture ruptured on the angio-seal device during a procedure. The following information was reported: the suture ruptured on the level of the device cap, however, it was possible to grab the suture and detach the collagen. Hemostasis was achieved by angioseal. There was no manual compression needed. The hospital stay was not extended. There was no harm to the patient.

Manufacturer narrative:
This report is being submitted as follow up no.3 to correct section. The initial reporter was entered incorrectly on the initial report.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the evaluation results. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The actual device was not returned, however, one unused with the packaging intact 6f angio-seal sts plus was returned. There were no signs of damage on the packaging and temperature indicator was white. Functional testing revealed the hemostasis sheath was mated with arteriotomy locator and the locator was removed. The device sleeve was confirmed to be in a rear holding position and the bypass tube and carrier tube was inserted into the hemostatic valve while the insertion sheath was held steady. The carrier tube assembly was inserted in slow increments until the sheath cap and device sleeve snapped together. The anchor posted against the sheath monofold. The insertion sheath was held steady as the device was slowly pulled back. The device was pulled back to the full rear locked position with colored bands on the sleeves clearly visible. The device was pulled back and tamper tube could be seen. The tamper tube was gripped and the device was continued to be withdrawn until clear stop appeared on the suture. The tamper tube was advanced until the black marker was visible and the collagen knot could be clearly seen in the testing model. The device worked as intended during functional testing and no anomalies were noted. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. There is no evidence that this event was related to a device defect or malfunction. Although the exact cause of the reported event cannot be definitively determined, it is likely that overtightening and excessive pulling on the carrier tube assembly hub may have led to localized tension on the suture near the area of breakage. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.